Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study, in select high risk patients opting for an all endovascular approach of type IV taaas, up to 4 snorkel rafts can be deployed inn a 'terrace" or "sandwich" configuration to successfully revascularize all visceral branches and provide aneurysm exclusion.

Event description:
Received an article titled "the "terrace technique" - totally endovascular repair of a type IV thoracoabdominal aortic aneurysm" published in the annals of vascular surgery. The article described a case using 4 snorkel grafts during endovascular aneurysm repair of a type IV thoracoadominal aortic aneurysm. Per the article, adverse events included endoleak.